Event description:
It was reported that he patient presented side effects after a generator replacement. The output current was decreased by one increment but the side effects did not resolve. It was reported that the patient was agitated, not sleeping, and struggling to eat and drink. It was reported that the patient¿s parents wished to have the generator disabled. It was reported that the generator replacement was completed on (B)(6) 2015 and it was prophylactic. It was reported that the device was disabled on (B)(6) 2015 in the morning and that the patient started eating and drinking again on the same date at midday. It was reported that the device would be left disabled for two days in order to study the patient¿s evolution and a decision would be made whether to enable the device again ramping the therapy up slowly. It was reported that the patient presented a history of behavior change and not eating three weeks prior to the generator replacement. There were no medication changes that could have contributed to the reported event. No known surgical interventions have occurred to date.

Event description:
Further information was received indicating the lower oral intake and behavioral changes are still ongoing despite the device disablement. The pulse generator has not been switched back on to date. Review of manufacturing records confirmed that the generator and the lead passed all functional tests prior to distribution.

Manufacturer narrative:
Device evaluation is not necessary because the reported events have been determined as not related to vns therapy.

Event description:
It was reported that the patient underwent full vns explantation surgery due to a scoliosis surgery and required imaging.